Event description:
On 08/14/2025, miethke received the information about a complaint regarding a m. Blue plus (fx804t) from the inselspital bern. The hospital reported that the implanted valve could not be adjusted. Currently, the m. Blue plus is still implanted. No patient harm or injury was reported as a result of the malfunction at the time of the report. The revision procedure of the valve is planned on (B)(6) 2025.

Manufacturer narrative:
Manufacturing site evaluation: device is still implanted. A revision is scheduled. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 does not operate within the accepted tolerance in the horizontal position. The shuntassistant 2.0 operates within the specified tolerances in the vertical position. An accelerated outflow of progav 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on the results of investigation, miethke determined visible deposits in the shuntassistant 2.0. The deposits did not affect the technical properties at the time of the investigation. Furthermore, an accelerated outflow and non-adjustability of the progav 2.0 were detected. The deposits visible in the valve led to the functional impairment. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
On 08/14/2025, miethke received the information about a complaint initially regarding an m.blue plus (fx804t) from the inselspital bern. The hospital reported that the implanted valve could not be adjusted. The revision surgery was carried out on (B)(6) 2025. After the explantation, it was then reported that the product was actually a progav 2.0 shuntsystem (fx642t). No patient harm was reported. The sample was sent to the manufacturer for evaluation and the investigation has since been completed.